Event description:
It was reported that prior to a ptca procedure, the hosp staff noticed that the outside package has a bar code that reads -h74914361300a., and the inside package has a bar code that reads -h7491436130b. No pt injuries or complications occurred.